Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a percutaneous transluminal angioplasty procedure, using a 6fr sheath. Reportedly, deployment of the feet jammed, the lever was hard to lower and raise the anchor, requiring force. This resulted in a small dissection during removal of the device. A new proglide was attempted, but the same jamming of the feet occurred. It was not confirmed if the feet had been fully retracted prior to removal. An additional proglide device was used successfully to achieve hemostasis and surgical suturing was used to treat the noted dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event is estimated as (B)(6) 2022. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. An unused/sterile device was returned and tested with no anomalies noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.